Event description:
Pt was being fed using a pump. An unk amount of an enteral feeding solution was hung, and the pump was set to deliver 30 ml/hr. 700 ml were delivered in 90 minutes. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved.